Manufacturer narrative:
After further review of additional information received the following sections a2, b3, b5, b7, d1, d4, d8, g4, g7, h2, h3 and h6 have been updated according. Section b5: pre-operative conditions / medical history ¿ according to the information received in the medical records, the patient¿s acute deep vein thrombosis (dvt), unable to use anticoagulation due to neck hematoma pulmonary hypertension. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events, 26 months, 22 days post implantation. The ppf notes that patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), migration of entire filter other than to heart and filter tilt. The patient also reports to be suffering with the anxiety of having a filter that could fail further at any time but that cannot be retrieved without a serious injury. Patient is worried about the filter because it has tilted within her vena cava and perforated outside of it abutting and adjacent organ. According to the information received in the medical records, the patient¿s pre-operative diagnosis was deep vein thrombosis (dvt) of the left calf. Patient also has significant pulmonary hypertension with pulmonary artery systolic pressure is on the order of 80 mm of mercury. Patient has some bleeding after being placed on heparin. Heparin had to be discontinued necessitating an ivc filter placement. The filter was positioned in the immediate infrarenal inferior vena cava (ivc) and was deployed without difficulty. There were no complications. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was deep vein thrombosis (dvt) of the left calf with bleeding from heparin. The filter was positioned in the immediate infrarenal inferior vena cava (ivc) and was deployed without difficulty. There were no complications. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation, tilt and perforation abutting an adjacent organ. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the inferior vena cava (ivc), migration of entire filter other than to heart and filter tilt and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation, tilt and perforation abutting an adjacent organ. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation, tilt and perforation abutting an adjacent organ.